Manufacturer narrative:
The pump had no button response due to corroded keypad traces. No unexpected numbers ramping were noted. The pump also had a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, cracked case at the window display corner, and minor scratched window display.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that numbers rampin on the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.